Event description:
It was observed that during the device evaluation, the flex video scoped exhibited dirt on objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to dirt on objective lens, foggy image occurs; the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.